Event description:
It was reported that the patient underwent a revision procedure due to the device no longer working two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump was explanted and a new cylinder and pump was implanted. During the revision procedure the physician observed a right cylinder connection tube crack. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device no longer working two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump was explanted and a new cylinder and pump was implanted. During the revision procedure the physician observed a right cylinder connection tube crack. The patient was stable following the procedure.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported events related to crack/hole in cylinder connection tube and mechanical issue, as sharp instrument damage was identified. The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in the kink resistant tubing (krt) in the input tube sleeve that was result of sharp instrument damage; a large hole was present. Product analysis was unable to conclude how and/or when this damage occurred. Product analysis therefore confirmed the allegation related to crack/hole in cylinder connection tube but cannot conclude how and/or when this damage occurred.. Pump analysis: during analysis the pump failed the activation test confirming a malfunction with the pump.